Manufacturer narrative:
Additional narrative: additional procode: hrx. Part: 03.804.701s, lot: j002182, manufacturing site: (B)(4), release to warehouse date: march 22, 2021, expiration date: march 01, 2023, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the polymeric connector on the valve of the synflate vertebral balloon med, has broken. No other product defects identified. No dimensional inspection was performed due to post-manufacturing damage. Complaint relevant dimensions cannot be taken. A functional test was unable to be performed due to the valve connector being broken. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the synflate vertebral balloon med would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed current and manufactured revisions were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2022, the connector of the synflate balloon catheter for the deflation syringe and the inflation device was defective. There was a burr on the edge (clearly visible and palpable) and the light blue inner part is also not regular. No syringe could be connected to deflate the balloon and no inflation device could be connected to fill the balloon. Another synflate balloon was available. Procedure was completed successfully with no delay. There was no patient impact. Upon manufacturer investigation, it was determined that the polymeric connector on the valve of the synflate vertebral balloon med was broken. This report is for a synflate balloon/medium- sterile. This is report 1 of 1 for (B)(4).